Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose above 40mmol/l. It was stated that the customer started to be sick in the morning but was hospitalized until the afternoon. Reviewed the basal history and shows different entries. The alarm history had no delivery and low reservoir alarms. Ran a fixed prime and the insulin exited. It was stated that the customer used the insertion device and has been used both sides of the body for four years. It was stated that there was no signs of lumps or bumps, and only has some scar tissue. It was stated that the infusion set was changed the night before. Performed the high pressure test and passed. It was stated that the customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.